Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. The alarm for the loose drive support disk could not be verified due to motor error alarms. The insulin pump was received with cracked battery tube threads and a severely scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was loose; the customer did not push back in. It was stated that the device was dropped. The customer currently is using a back up plan. No further information was provided.